Event description:
Voluntary medwatch received states a patient's lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163262.